Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During remote follow-up, non-sustained right ventricular (rv) oversensing episodes were recorded due to far p-wave oversensing. The suspected cause of the far p-wave oversensing episodes was due to externalized conductor wires of the rv lead. No intervention was performed, the patient will be monitored remotely. The patient was stable with no adverse consequences.

Manufacturer narrative:
No x-ray views have been provided to abbott, so we cannot fully confirm the event. However, based on the event description we regard this as a case of externalized cables. No further analysis can be performed since the lead will not be returned to abbott for analysis.

Event description:
During remote follow-up, non-sustained right ventricular (rv) oversensing episodes were recorded due to far p-wave oversensing. The suspected cause of the far p-wave oversensing episodes was due to externalized conductor wires of the rv lead. No intervention was performed, the patient will be monitored remotely. The patient was stable with no adverse consequences.

Event description:
Additional information received indicated the event was resolved by capping and replacing the right ventricular lead. The patient was in stable condition.